Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 40 mg/dl at time of incident and treated with food. The customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode at the time of low blood glucose. Customer did not allege insulin pump was over delivering. Customer stated that the insulin pump programming was accurate. The devices will not be returned for analysis.